Event description:
(B)(4).

Manufacturer narrative:
The account found the side rail latch bolt that goes through the latch plate and screws into the end tube fell out. The account reinstalled the side rail latch shoulder bolt to resolve issue.